Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial and right ventricular lead had no slack. The physician gave more slack to the leads on (B)(6) 2018. The patient was stable.